Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded low pacing impedance measurements out-of-range of less than 200 ohms in the right ventricular (rv) lead. Technical services reviewed the case and noticed the impedance trending going downwards in a regular behavior over time, reaching to 200 ohms and staying like this for nearly 2 years. No noise was noticed even after performing isometrics. Capture thresholds were adequate. In addition, the r-waves measurements have fluctuated wildly since the implant of a concomitant non-bsc cardiac contractility modulator. Reportedly, no further evaluations were performed. The patient will continue to be monitored. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded low pacing impedance measurements out-of-range of less than 200 ohms in the right ventricular (rv) lead. Technical services reviewed the case and noticed the impedance trending going downwards in a regular behavior over time, reaching to 200 ohms and staying like this for nearly 2 years. No noise was noticed even after performing isometrics. Capture thresholds were adequate. In addition, the r-waves measurements have fluctuated wildly since the implant of a concomitant non-bsc cardiac contractility modulator. Reportedly, no further evaluations were performed. The patient will continue to be monitored. Further information was received that this lead exhibited pacing percentage concerns as well as low amplitude. This rv lead remains in service and no adverse patient effects were reported.